Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the patient had persistent neck pain and the surgeon elected to remove the mobi-c implant at c6/7 and convert it to an acdf.

Event description:
It was reported the patient had persistent neck pain and the surgeon elected to remove the mobi-c implant at c6/7 and convert it to an acdf.

Manufacturer narrative:
Device evaluation: per the device analysis: "the articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. Overall the results of the analysis are consistent with a device having short implantation time. Additional analysis was conducted to assess the condition of the polyethylene insert. This analysis found a low oxidation level of the insert (oi < 1) and mechanical properties consistent with this level of oxidation." The technical evaluation does not provide any indication that the product caused the patient pain. Nor does it show any particular device problem. The complaint is unrefuted. Potential cause: root cause was unable to be determined. This event could possibly be attributed to operational or patient factors. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported the patient had persistent neck pain and the surgeon elected to remove the mobi-c implant at c6/7 and convert it to an acdf.